Manufacturer narrative:
No product was returned for evaluation. No product malfunction was alleged. No qualification records were reviewed; no product lot number was reported.

Event description:
The patient's wife reported that her husband had passed away on (B)(6) 2015. There was no further information provided.